Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material is likely a deforming agent containing simethicone. Error code b30 was likely caused by an abnormality in the circuit inside the plug unit due to corrosion and was unable to communicate normally. However, the foreign material nor a definitive root cause could be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited error code b30 and there was white foreign material in the jet tube. There were no reports of patient involvement.